Manufacturer narrative:
Complaint (B)(4). A date of the event could not be obtained. Samples were received just recently and the evaluation is still in process. As soon as the investigation is completed, a supplemental report will be filed.

Event description:
Customer states this lot had issues drawing blood. They are not filling properly. Multiple people and multiple ways of drawing and they are all having the same issue with the tubes not filling to the acceptable portion of the tube. This happened with straight needle collections. Some use the butterfly attached to the safety holder with a discard tube prior to drawing the blue top. When asked if the phlebotomists are holding the tube in with their thumb until the tube is completely filled, the customer responded that in all of the cases where others were able to observe, they were holding the tube on to complete the draw. This was occurring across the board with everyone. They tried other lots on hand and they did not have an issues. 2 packs possible defective. No photos were taken.

Manufacturer narrative:
Received 95pcs of 454322/b210439h for evaluation. No pictures were received. We have no remaining inventory of this material/batch. We have no further complaints for this material/batch. A check of quality, production and maintenance records revealed no deviations in relation to the reported event. Samples were tested, according to gbo standard testing procedures, with regards to correct assembly and draw volume according to iso 6710 'single use containers for venous blood specimen collection' and clsi gp39-a6 regulations for 'evacuated tubes and additives for blood specimen collection'. Tubes were verified to be correctly assembled with no deviations noted. Both standards specify the draw volume to be within +/- 10% range of the nominal fill volume. All tubes tested filled within the +/-10% tolerance range. The alleged event could not be duplicated.